Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The result was above the cutoff value for mandatory confirmatory testing. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting with non-reactive results both times. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6).

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse did not find an instrument malfunction. The cse proactively replaced a sensor. During follow-up with the customer, the customer confirmed that no additional discordant (B)(6) were obtained on the instrument. The cause of the discordant, (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.